Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery in 2006. One-day postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in both eyes. A flap lift and rinse was performed bilaterally, and the patient was prescribed topical steroids. The patient's preoperative bcva was 20/20 ou; postoperative ucva is currently 20/20+2 ou. The patient responded to treatment and the dlk resolved with no loss of visual acuity. The association between the event and the device is unknown.

Manufacturer narrative:
On 8/2/2006, an intralase field service engineer inspected the laser and performed preventative maintenance. The laser met specifications and was performing as intended. In addition, an intralase clinical applications specialist (cas) and a m.d. Consultant performed an investigation into surgical techniques on twenty two days later, and made recommendations with respect to user technique.